Event description:
Pump alarmed "check plunger". The nurse checked it and pressed start. Several hours later the pump alarmed again and the nurse noted that the pump had not infused any of the medication. The syringe pump "volume delivered" had been cleared hourly and denoted that the appropriate ordered volume was being delivered, despite the syringe maintaining the same level of fluid for several hours. No clinical changes in the patient status were noted. The medication was halted and the pump was removed from service. This pump was inspected by clinical engineering. There was a mechanical malfunction in the pump due to an assembly error of the "lead screw bushing". We believe this part was installed backwards from when it was new. The assembly drawings from smith's medical also show this one part to be drawn incorrectly. The error causes the motor gear and the drive train assembly to separate. This bushing slipped out of position causing the lead screw shaft to become loose. This pump has been sent back to smith's for evaluation.======================manufacturer response for syringe pump, medex (per site reporter).======================we do not have a formal reply at this time.